Manufacturer narrative:
(B)(4).

Event description:
It was reported the emt was using the ez-io driver on a pt. They had inserted the needle approximately half way into the pt's bone when all power was lost to the driver. Their transport unit had another driver and they were able to complete the insertion with their unit. They do not know if this caused a delay in treatment to the pt and there was no pt death or complications reported.